Event description:
Customer feedback: counterfiet, following up with a pcr that was also negative ( for one case). Several of the collection vials also do not have enough liquid in them to meet the first line-- of the probably 40. We used so far from the 200 weve ordered, 1 would say 10%a are unusable. We ordered through covcare.com.

Manufacturer narrative:
Corresponding to the production batch of product retention samples (lot:211co21215) , the negative coincidence rate test was pass. Ihealth labs has determined and/or confirmed the said lot (lot:211co21215) to have been the suspected counterfeit products. Ongoing investigation into the source of counterfeit goods.